Event description:
It was reported that there was a notifications turned off banner. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Confirmation of the complaint and the probable cause could not be determined via data. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)